Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes are underfilling." Tubes have not been working properly during draws. Tubes will pull a bead sized amount of blood but will not fill past that.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-dec-2022. H6: investigation summary: bd received 19 samples from the customer in support of this complaint. All sample tubes were functionally tested and underfill was observed as 8 of the 19 tubes were below the specification limits in the range of (B)(4), which indicates that the vacuum was exhausted before being tested. The hemogard closures were removed on the samples with no draw and upon further inspection of the stopper it was identified that there were multiple punctures in the stoppers. Therefore, 10 production lot in-house retention tubes from the bd inventory were functionally tested and all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode with the investigation completed the stoppers had multiple puncture marks present and the vacuum had been exhausted in the sample weights prior to testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to determine a root cause for the reported issue.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes are underfilling." Tubes have not been working properly during draws. Tubes will pull a bead sized amount of blood but will not fill past that.